Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns contained foreign matter. The following information was provided from the initial reported: "customer reported they found a hair in the syringe in the pack. Customer disposed of the entire pack."